Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received, a supplemental form will be completed.

Event description:
It was reported that the wake button is intermittently working. Customer's blood glucose levels was 160 mg/dl.